Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 4 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that the hd autoclavable camera head had no image display when connecting to the otv-s190. The issue was found during preparation for use for a therapeutic laparoscope procedure. The intended procedure was completed with another similar device. The patient was not under sedation and there was no delay in the procedure. There were no reports of patient harm or impact associated with the reported event.